Event description:
An implantable cardiac defibrillator (ICD) was returned with no information to the manufacturer, analyzed and subsequently tested out of specification. Follow up revealed the patient is deceased and died approximately four years after implant of the ICD. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found that the device lasted 71% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Preliminary analysis: the battery was at rrt with a telemetered value of 2.62 volts. Functional test: the battery was confirmed with a telemetered value of 2.64 volts. The device was fully functional. Longevity calculation: calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 30months before the battery reached rrt voltage. Save to disk: review of the save to disk data showed the battery depletion curve to match the depletion model for this device indicating the battery consumption was normal. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.